Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that there was distal migration of the stent graft seen on CT scan over three years ago. No additional information was provided. Patient's status was not reported, and it is unk whether any intervention was performed.

Manufacturer narrative:
Results: no films or operative reports were provided, vessel morphology was not reported, unk cause of migration; graft migration. Conclusion: no films or operative reports were provided, unk cause of migration.